Event description:
It was reported that they were getting an ec100 and other memory errors losing the image, this caused the patient to be re-exposed. It was determined that the computer needed to be replaced. Once that was done the system is working as intended.